Event description:
It was reported that according to the patient, he hasn't had any hearing sensations since beginning of (B) (6) 2009. He has used the device only occasionally for the last 8 years. The patient was deaf prelingually and was only implanted later on. His speech ability is extremely limited. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.